Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for high blood glucose levels. The blood glucose levels were 330 mg/dl at the time of call. Troubleshooting revealed that the insulin pump gave an alarm that cleared all of the settings prior to the hospitalization. The insulin pump passed the required tests during the call.